Manufacturer narrative:
(B)(4). An amo representative discussed with the surgery center the recommended settings to use to lower channel energy on the next surgery day. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with corneal haze following a kamra inlay procedure on (B)(6) 2015. Topical steroid were used to treat symptoms but did not resolve with the medical treatment. The karma inlay was explanted on (B)(6) 2015. There is no loss of best corrected visual acuity reported. This is one of two reports.